Event description:
It was reported that there was respiratory oversensing on the right atrial (ra) lead from the respiratory rate trend feature. The patient appeared to have an intrinsic rhythm, so there were no recorded pauses. A review of the atrial lead trend shows spikes in atrial impedance over the past 6 months. However, none were out of range. The patient is to be monitored. No adverse patient effects were reported. If additional information is received, this report will be updated.